Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was a leak from the purge sidearm. The purge pressure and flow rate remained at the same values. Staff decided to not replace the pump, but to monitor. The patient remained on support and there is no patient harm.

Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. The returned pump was inspected and there were no abnormalities observed. There were no damages observed to the pump sidearm. The pump was purged for over 24 hours in the lab and no leak was observed. Purge flow and purge pressure values were stable within the expected range. Clinical detail noted that during the case the purge system continued working without any issues. Data log analysis does not reveal any leak indication or leak location. The root cause of the purge leak - pump was not determined as the leak did not reproduce on the returned product and purge flow and pressure values were stable during reproduction testing. The investigation of purge leak ¿ pump has been completed. D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27785. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27785 as it is unknown if the initial reporter also sent the report to the food and drug administration. G2 report source; foreign was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27785.